Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin buttons were harder to press. Customer¿s blood glucose was 147 mg/dl at the time of incident. Insulin pump had no delivery alarms. Insulin pump had failed battery test alarm. Customer stated that the screen was scratched and difficult to read. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery, failed battery test or no delivery alarms due to unresponsive button. Device had cracked battery tube threads.